Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the superior vena cava coil was kinked. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the partial lead was returned to the manufacturer in segments and analyzed. The defib conductor was distorted. The distal conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer tubing overlay has cosmetic environmental stress cracking, and the outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis shows apparent explant damage.